Manufacturer narrative:
(B)(4).no incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired a scissored clip on the initial firing. The device was removed from the patient and fired on the mayo table and it fired another scissored clip. A new device was used to complete the procedure. There was no impact to the patient.